Event description:
The customer reported that a historically a negative patient was typed as o positive, using ih-card abo/d(dvi-)+rev. A1, b on the ih-500 instrument. The patient had no history on the ih-com client database but did have history in the laboratory information system. The test was repeated on bench and on the instrument and yielded the expected a neg result in both methods. One of our field service engineers went onsite and verifyed the affected ih-500 instrument functionality. Log files were retrieved for review. The instrument's needle is straight, no leaks and no visible issues were observed. The patient sample that yielded the false test result was tested on the instrument, together with the other sample behind it on the stat rack as previously done in an effort to repeat the error. No error occurred. Post service verification procedure was performed as required. The instrument is operating within manufacturers specifications and was returned to the customer to full operation.. The instrument's log files were analyzed with the following result: no errors occurred during the test period. The first testing of the sample (B)(6) was done at 19:46 on card (B)(6) and obtained an o rhd positive result. There was no error during resource association. The same sample was tested again at 21:06, obtaining an a rh negative result, wich is congruent with the patient history. This test was conducted without any error during the processing time. The sample was loaded four times into the device: at 19:44, 20:27, 20:56 and 21:02 but tests were only performed at 19:44 and 21:02. The sample barcode was read automatically by the device, there was no manual input of the sample barcode. Images show that the sample loaded at 19:44 when the mistype happend, is not the same sample as the one loaded at the other three times. The sample that yielded the supposedly incorrect result is not the same sample that was tested and yielded the correct result. There are two different samples and the one sample was mislabelled.

Manufacturer narrative:
This is our combined initial and final report on this incident.